Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would be returned. Follow up communication for product return was unsuccessful. Previous investigations on the quickset ace grater head family for similar reports found the cause is attributed to an improper heat treat process by a secondary vendor of the manufacturing supplier, however without the reported device returned for examination the investigation is inconclusive. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
One of the grater grates was broken.